Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dual lumen umbilical vessel catheter (uvc). The customer reports the 2nd lumen clotted on the uvc and would not flush. The customer further reports that there was no difficulty handling the uvc during insertion. The uvc was inserted on (B)(6) 2013, in the umbilical stump. The catheter was not difficult to secure and was secured with an umbilical bridge using hi-tape. An x-ray was taken to verify the placement. Each line was flushed on a regular basis using 10ml syringe. Medications were also given between the 4 hour interval. The skin was prepped with povidone iodine and the hubs cleaned with 70% isopropyl alcohol. A swab cap is placed after each medication or flush administration which is impregnated with 70% isopropyl alcohol. The uvc was removed on (B)(6) 2013 and replaced with a peripherally inserted central catheter. The customer reports this was a pt that had difficult access and was problematic that the uvc clotted because IV access was decreased.